Manufacturer narrative:
G3; aware date incorrectly reported as 2025-jan-23. The correct aware date is 2026-feb-03 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: neu_unknown, serial# (B)(6), product type unknown, product ID: a820, serial# unknown, product type software product ID: hh9020tdd, serial# (B)(6), product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient regarding their external device. It was reported by the patient that the personal therapy manager (ptm) was taking a very long time to connect to her pump and deliver a bolus. Agent reviewed steps to clear data from the handset; data was at 172kb and reset to 0 after clearing. Patient was then able to successfully connect ptm to pump without delay. The troubleshooting steps that were taken on the call resolved the issue. Software version: 1.0.1124. Additional information was received from a consumer (con) stated that they saw service code 338 'constantly,' but most recently, 'maybe a couple weeks ago,' they started seeing 0x3886868a code. The patient referenced both codes coming up in the beginning when trying to connect to the pump, and the patient cleared them and were eventually able to bolus, but the connection was 'sometimes very slow.' The patient stated that 0x code appeared to come up 'more randomly' at first, but 'now it's every time I go in to do a bolus.' The patient mentioned that they spoke with (B)(6), who confirmed the patient's the boluses were going through. The pump medications were bupivacaine and hydromorphone. The patient stated that they spoke with a company representative (rep), 'about a few things just a few days ago,' and the patient was told to call a patient services because they could not do anything else for the 0x code. The agent understood 'a few things' as both service codes and 'slow' connection, but the agent did not attempt to clarify due to the patient reporting they had brain fog and appeared to have difficulty answering questions. The patient's family member came on the line and inquired about the handset and the communicator general use and confirmed pt had 001 style wallet case. The agent agreed to replace handset and wallet case.